Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator's screen was blank. There was no report of patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd screen was replaced to address the issue.